Event description:
It was reported that a nurse observed the flow rate of solution slow down in a one-link extension set by perception of the frequency of drops. This was observed during priming with lactated ringer's solution using gravity. A quantitative flow rate was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual and microscopic inspection showed no obvious defects. The sample was functionally tested by attaching it to an in-house primary set at the male luer. The primary set was spiked into an in-house solution bag containing distilled water. Each sample was then primed and checked for flow. The set primed and flowed normally. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the event occurred either (B)(6) 2015. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.